Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility biomedical technician reported that a 2008t hemodialysis (hd) machine saline bag backfilled while in recirculation mode. No patient was connected to the machine at the time of the incident. A fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. Functional testing performed by the res confirmed that the system was operating properly. The saline bag backfill issue was not able to be duplicated. However, the res re-seated the air separator on the distribution board as a precautionary measure. Additionally, the res revealed that the system has not yet received the cbe upgrade. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Functional testing performed by the res confirmed that the system was operating properly. The saline bag backfill issue was not able to be duplicated. However, the res re-seated the air separator on the distribution board as a precautionary measure. Additionally, the res revealed that the system has not yet received the cbe upgrade. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation into the cause of the reported problem was not able to confirm the failure mode. The issue of saline bag backfill was not able to be duplicated during the on-site evaluation. Although the issue was not able to be confirmed, the res replaced the air separator on the distribution board as a precautionary measure. The complaint has been deemed not confirmed.